Manufacturer narrative:
For 1 of the events, the investigation did not identify a product problem. The specific cause of the event could not be determined. The follow up actions were the customer checked multiple parts of the instrument and the reagents and didn't identify any issues. For 1 of the events, the investigation determined the procell bottles would not switch over, which could have caused discrepant results. The follow up actions were the field service engineer replaced the liquid short sensors (lss), which appeared to solve the leakage issue. For 1 of the events, the investigation determined the issue was caused by a clot in the measuring cell. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Erroneous non-reproducible results were generated by the cobas 8000 e 602 module. The events involved a total of 4 patients with the following: 1-elecsys hcg + b, 1-prolactin, 1-testosterone, 1-elecsys ft3 iii. There was known to be 1 female.